Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading despite customer following prompts and using consecutive cartridges with same issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty pump replacement, confirmed shipping details, provided instructions for storage mode and for entering pump settings and reconnecting continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days.